Event description:
It was reported that a patient presented in clinic. Device interrogation of the pacemaker revealed an high capture threshold. Premature battery depletion was also suspected. The device was explanted and replaced. The patient was stable post-procedure.

Manufacturer narrative:
The reported field event of high capture threshold and premature battery depletion was not confirmed in the laboratory. The device was tested on the bench and using automated testing equipment and no anomalies were found. Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).